Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed the hi-pot and te recognition test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval of electrode belt sn b)(4) has been completed. Upon investigation the belt failed the hi-pot and the recognition test. The cause for the test failure was isolated to poor solder at the j2 connector on the rear #1 therapy electrode printed circuit board. The root cause for the poor solder was unable to be positively identified, but was likely an assembly error. No adverse event resulted from the defective electrode belt. The last pt to use the electrode belt did not report any deficiencies.